Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient scheduled for a balloon aortic valvuloplasty was implanted with an impella cp device for mechanical circulatory support. While on support, six perclose sutures broke and failed to close the impella access site. The patient experienced bleeding at the impella access site and the patient was taken for surgical cut down with artery repair to close the impella access site. The patient was successfully weaned and the impella was explanted.